Manufacturer narrative:
Additional information: lot number for product ID: 9733752 is 603000072. The flat emitter was returned to the manufacturer for analysis. Analysis found that the flat emitter was tested and functioned as expected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9733752, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Video analysis indicated that the best placement of the suction would be more towards the patient's temple to compensate for the donut space. Information also indicated that the straight suction was breaking the field along the bottom of the flat emitter. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess). It was reported that intra-operatively, the surgeon had difficulties tracking instruments with the flat panel emitter. Metal was checked for. The site switched to a side emitter and alleged the same difficulties. The patient tracker value was around 0.9 and stayed green throughout the case. The instrument trackers were having issues. A manufacturer representative noted that if the field was "reduced and both emitters are moved multiple times throughout the case". The site aborted used of the navigation system and used a different navigation system. The operating room (or) used a non-medtronic table with black padding. The procedure was completed and there was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue. A video was received demonstrating the reported issue. It showed that an attempt was made to verify the straight suction and it was necessary to move away from being perpendicular to get it to read. The straight suction was able to read. The surgeon held the straight suction under the nose in an attempt to get it to verify. If the suction was put inside the nose, it was able to read. The site used a donut that created space between the patient and the emitter. Additional information was received that a different emitter was tested and compared to the emitter in question. It was found that replacement of the flat emitter resolved the issue. The em field tracked as expected.